Event description:
A customer reported that the adc device has a blank screen due to it not powering up with a button press or test strip insertion. As a result, the customer was unable to monitor their blood glucose and experienced symptoms of nausea and dehydration. The customer was unable to self-treat and was administered insulin (type/dose unknown) via IV for the diagnosis of diabetic ketoacidosis. No further information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been returned and investigation is in pending. A follow up will be submitted upon investigation completion. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated with retained strips. Visual inspection has been he preformed on the returned reader and no issues were observed. The reader did not turn on with the button, strip, or universal serial bus (usb) cable insertion. The returned reader was connected to a computer and the reader was not recognized. The reader was further investigated and de-cased. Visual inspection was performed on the reader pcba and observed no issues such as damaged/broken components, and liquid ingress. The returned battery voltage was measured to be within specification. Placed returned reader into the reader printed circuit board assembly (pcba) test fixture and applied pressure to the central processing unit (cpu). The reader did power on when pressure was applied to the cpu and the battery was observed to be charging. Therefore, this issue is confirmed due to poor soldering of the cpu. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The DHR for the libre reader indicated by the serial number provided by the customer was reviewed. The dhrs showed the libre reader passed all tests prior to release and there was no indication that the product did not meet specifications. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported that the adc device has a blank screen due to it not powering up with a button press or test strip insertion. As a result, the customer was unable to monitor their blood glucose and experienced symptoms of nausea and dehydration. The customer was unable to self-treat and was administered insulin (type/dose unknown) via IV for the diagnosis of diabetic ketoacidosis. No further information was provided. There was no report of death or permanent impairment associated with this event.